Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via post on social media that customer experienced low blood glucose. He received new insulin pump but that insulin pump took 48 hours to go into auto mode. During that time customer¿s blood glucose was in range of 50 mg/dl to 60 mg/dl. The insulin pump will not be returned for analysis.